Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported discrepant results for sodium (na) 162 mmol/l, and ionized calcium (ica) 1.35 mmol/l. I-stat results (mmol/l): na: 162, ica: 1.35. Na: 140, ica: 1.19 repeat-same sample. Na: 141, ica: 1.17 fresh sample. The suspected discrepant results were released to the physician or caregiver. Based on the information at the time, there was no injury associated with this event.

Manufacturer narrative:
(B)(4).